Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This is for the left side. Device has been explanted.

Event description:
Patient reports left side "has ruptured and is leaking and gone into my lymph nodes". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration : unable to observe as it is a medical event that is not related to the device. No additional observations no further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reports unknown side "has ruptured and is leaking and gone into my lymph nodes". Device remains implanted.